Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 76-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing using the customer's returned multifunction cable and test pads without duplicating the report. A review of the device log shows several recorded charge events, however, the first two were dumped internally by the user with no recorded attempt to discharge. Then, the device was charged in sync mode which means it recognized a valid patient impedance. However, criteria for r wave was not detected which prompted the user to remove symc mode. The device appears to have been capable of delivering therapy if the criteria was met. The device was recertified and returned to the customer. The clinical data file was not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.